Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) rate/sense channel, which was reproduced with isometrics. Additionally, rv pacing impedance measurements were less than 200 ohms. A surgical revision was performed. There was no damage noted to the lead via fluoroscopy; however, the physician suspected an insulation breach or conductor fracture. The patient's lead was replaced and this device remains in service. No additional adverse patient effects were reported.